Manufacturer narrative:
H.6 investigation summary: it was reported there were stains in the three channels. To aid in the investigation, photos were provided for evaluation by our quality team. The photos were reviewed, and material is observed in the component. This defect does not occur during the assembly process but could occur during the molding of the part from a supplier. A device history record review was completed for provided material number 394601, lot 2164587. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were evaluated, and no problems were detected. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was not able to confirm the customer¿s indicated failure mode as the material is seen in the component and is related to the molded part from a supplier and not the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: see h.10.

Event description:
It was reported that 100 of the bd connecta plus3 white pegs experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from chinese to english: the sales report said that the distributors reported that the hospital purchasing personnel opened the outer packaging of the product and found that there were stains in the three channels.